Manufacturer narrative:
It was reported that a revision surgery was performed due to the patient complaining from a clicking sensation. The patella was changed from a 35 mm to a 32 mm. The revision of the patella was performed approximately 7 months post implantation. The affected genesis ii resurfacing patella, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. Review of the risk management files identified the reported failure as potential adverse events. It was communicated that the surgeon felt patella tracked well and did not blame implant. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Some potential causes could include but are not limited to fit/sizing or improper alignment. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, this complaint will be reopened and reevaluated.

Event description:
It was reported that a revision surgery was performed due to the client complaining from a clicking sensation. The patella was changed from a 35 mm one to a 32 mm one.